Event description:
The patient never having therapeutic effect and had not felt any therapy benefit since implant. The patient inquired about changing programs .the patient reported a shocking or jolting sensation. The patient was on program 2 at .6 and he increased to .7 and he felt a "jolt" so moved back down to .6. It was indicated 2 days later that patient went healthcare provider (hcp)¿s office a day prior to this call and had stimulation pushed up a bit but it was still not working. He changed it on a .6v went to .70v and it jolted him so representative changed to half an increment. He was on .65 and it was still not working. The patient was changing pads every hour. The patient stated his primary said if he didn't have ins he would be worse. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that patient recently "stopped using the stimulation for 3 days and started taking enabrex, oral medication to see if there would be a difference in his symptom but there was not." The patient stated he had tried all 4 programs but none of them made a difference. It was noted that patient was changing to new program after couple of days. The patient was seen recently and he was put on program 2 at .65 by the nurse but he had since increased to .70. He stated nothing had helped and he still went through 6 pads. This information was previously reported in manufacturing report # 3004209178-2015-05654 but that additional review determined it pertained to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Additional information received from the consumer reported that the patient's therapy had never helped with their symptoms since implant on (B)(6) 2015. There were no trauma or falls that could be related to the issue. The patient turned stimulation off for a week and it was hard to say if the stimulation helped at all. The patient knew how to use the patient programmer and knew how to make adjustments. The patient increased stimulation from 1.1v to 1.2v and stimulation was comfortable. The patient increased stimulation too high, it shocked them, and they decreased stimulation and the shocking was resolved. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information from the consumer reported he was still using 5-7 pads and had been taking other medications like enablex but he had not had good relief with the implant. The patient was okay at night when lying flat but not during the day. It was noted that the patient could feel stimulation but did not get any relief.

Event description:
It was later reported that patient still had concerns with their device or therapy but was working with manufacturer representative or health care provider. Patient appointment was scheduled on (B)(6) 2015.